Event description:
It was reported that the patient presented to the emergency room due to palpitations. Upon review, it was discovered that the rv lead exhibited failure to capture and low impedance. Programming changes were performed. The patient was in stable condition.